Event description:
The complainant reported an under-delivery. The intended amount was 400ml at a rate of 300ml/hr. The feeding usually takes 80 minutes to complete; however, after 80 minutes, there was 300ml left in the bottle (100ml of 400ml feed had been received).

Manufacturer narrative:
(B)(4). Insufficient flow or under-infusion. The device reported, list number m771, is an abbott product that is marketed internationally which is the same or similar to a device, (B)(4), that is marketed domestically.